Event description:
It was reported the cross support on the rpa600 powered lift is bent.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-06332 indicting the brand name as ac powered lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.